Manufacturer narrative:
The technician isolated the issue to a sticking head up valve. He replaced the head up valve to repair the bed. The bed functions are now working properly.

Event description:
Information received indicates the head up function is not working manually or under power.